Manufacturer narrative:
A specific root cause could not be determined due to lack of information provided for investigation. Based upon the limited information provided, a possible root cause may be that the recommended rack adapters were not used. It was also noted pre-analytical sample handling may have been inappropriate.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. The initial hcg+b result was < 2.0 miu/ml which was accompanied by a data flag, and was released outside of the laboratory. The physician was running an ultrasound and knew the patient was pregnant and then received the initial hcg+b result. The physician requested the sample be repeated. The repeat result was 174,832 miu/ml. A second sample was drawn and resulted 162,588 miu/ml. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of hcg+b reagent in use was 17160105, with an expiration date of 06/30/2014. The field service representative (fsr) could not determine a cause. He noted that there may have been possible fibrin or droplet on the inside of the tube that might cause pre-mature false liquid level detection resulting in aspiration of air. He performed sample probe adjustments. He also did precision testing with the sample in question. He checked the sample syringe and the flow path to the sample mechanism to ensure there were no leaks or kinks in tubing. The fsr performed performance testing, which was successful. The customer had performed qc with success previously.